Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 255 mg/dl at the time of the incident and declined high blood glucose troubleshooting. The customer¿s parent stated that the insulin pump had a motor error alarm and the insulin squirts out during prime or fill process. The customer¿s parent stated that the drive support cap was normal. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.